Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it has been more than 7 years since the subject device was manufactured. The socket of the output connector was worn and the connection was loosened due to repeated use over time.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed; the high intensity mode was found to not function due to a bad scope socket.

Event description:
A user facility reported to olympus that the socket where the scope is connected was loose. The problem, as reported to olympus, was first identified on preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.